Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. The patient was hospitalized on (B)(6) 2024 for suspicion of a pocket infection. The physician was considering explanting the device but had some questions and was waiting for the infectious disease team's finalized plan.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Following further analysis of the device and per the opinion of the physician, the barostim system was not infected the root cause of the seroma and swelling the patient experienced was due to a stitch abscess. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. The patient experienced swelling on (B)(6) 2024 and was hospitalized on (B)(6) 2024 for suspicion of a pocket infection. The physician was considering explanting the device as it was initially suspected that the barostim system was infected. The barostim system was explanted. Following further analysis and per the opinion of the physician, the barostim system was not infected. The patient experienced seroma at the pocket site which was concerning to infectious disease and as a result, requested that the device should be explanted. According to the surgeon, the root cause of the seroma and swelling the patient experienced was due to a stitch abscess. As of (B)(6) 2024, the patient was fully recovered from their symptoms and the explant procedure.

Event description:
A barostim system was implanted on (B)(6) 2024. The patient experienced swelling on (B)(6) 2024 and was hospitalized on (B)(6) 2024 for suspicion of a pocket infection. The patient experienced seroma at the pocket site which was concerning to infectious disease and as a result, requested that the device should be explanted. The ipg and csl were explanted on (B)(6) 2024. Following further analysis and per the opinion of the physician, the barostim system was not infected. Per the opinion of the physician, the root cause of the seroma and swelling the patient experienced was due to a stitch abscess. As of (B)(6) 2024, the patient was fully recovered from their symptoms and the explant procedure.

Manufacturer narrative:
Updated field: b4, b5, g3, g6, h2, h6, h11. The patient's ipg and csl were both explanted on (B)(6) 2024. Cvrx ID# (B)(4).